Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead displayed possible loss of capture. A ventricular sensed marker was noted in refractory after a paced event. A technical service consultant was contacted and suggested increasing the output until the next follow-up appointment. No adverse patient effects or symptoms were reported.